Event description:
It was reported that the patient had 3 absolute pro stents and 2 non-abbott stents implanted on (B)(6) 2013 throughout both legs for leg pain. The patient developed a rash the same day beginning on his shoulders which then spread through out his body. The patient was treated with hydrocortizone cream two days later which relieved the rash. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 2-absolute pro 8.0 x 80 x 135; 2-medtronic express. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional absolute pro 8.0 x 80 x 135 stents are being filed under separate manufacturer report numbers.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of hypersensitivity is a known observed and potential patient effect as listed in the absolute pro vascular self expanding stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.